Event description:
It was reported that the clip is broken in two pieces. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73c1700727 was manufactured on 04/03/2017 a total of 10,080 pieces. Lot was released on 04/05/2017. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 samples were taken from the current production p/n 544240 hemolok ml clips 6/cart 84/box lot# 73a1900255, the samples were functionally inspected, and during the test issue reported "broken clip" was not observed in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
Qn#(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with its lidstock and its packaging. A half of a clip broken in half at the hinge was returned loose. The cartridge and the loose half of the clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the other half of the clip with the pierced bosses was in the cartridge and there were no intact clips remaining. The clip broken at the hinge appears used as there is biological material present on the clip. It could not be determined exactly how or what caused the clip to break in half at the hinge. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken clip" was confirmed based upon the sample received. The cartridge was returned with a clip broken in half at the hinge. The sample was reviewed with an r & d engineer. Although the reported complaint issue was confirmed, it could not be determined exactly how or what caused the clip to break in half at the hinge. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clip is broken in two pieces. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is broken in two pieces. There was no patient injury.